Event description:
The physician intended to use a hawkone atherectomy device during procedure for treatment of the right mid superficial femoral artery. The plaque lesion exhibited little tortuosity and calcification with chronic total occlusion (100%). The artery diameter is reported as 6mm with a lesion length of 300mm. A 6f terumo sheath and 6mm spider 0.014 guidewire were used during procedure. The vessel was not pre-dilated. The IFU was followed. It is reported that the blade was unable to be advanced back into the nosecone and the device could not be packed. A new h1-m was opened and the procedure was completed with it. No injury to patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.